Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that an azur hydrocoil was difficult to place in the intended treatment area. After the coil had been withdrawn up to the tip of the microcatheter, the coil unexpectedly detached in the microcatheter. The coil was allowed to swell over a three-minute period and both segments of the coil were removed together with the microcatheter. The procedure was completed successfully with a new coil. There was no reported patient injury or health damage.